Event description:
It was reported that approximately two weeks post implant of the implantable pulse generator (ipg) system, the patient experienced an infection. It was also noted that redness, hematoma, pus at implant site and an exudate from the sutured part of the pocket were present. Cultures were taken and no bacteria was found. Medical treatment was also required. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.